Event description:
Shoulder arthroscopy pack: long sponges 4 in package when counted. Longs come in a pack of 5. Longs were removed from surgical field. The following individuals were texted the information regarding this product and event: [redacted], [redacted], [redacted], and [redacted] (acting charge nurse) shoulder pack information from label medline reorder number dynjt6945 expiration: 09/30/2028 lot number: 26bbd577.